Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were not sure about the circumstances that led to the device turning of by itself and pain. The patient reported that the ¿device just stopped, apparently it was malfunctioning¿. The patient reported that the replacement charger resolved the issue and it is better now. The patient reported that their weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were provided a replacement recharger and the pain and stimulation issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the ins ¿changes levels¿ so it shuts off and changes stimulation. The patient reported that the ins completely stopped working and they were in a lot of pain. The patient reported that they have adaptive stim set up and when they go upstairs, they feel the stim goes up. The patient reported that they won¿t drive with the stim on. The patient reported that they had the implant adjusted recently and were unsure if the adjustment was causing the issue. The patient is scheduled to follow up with the healthcare professional.